Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer booted up to black screen with no backlight on. The inverter was found out to be shorted out on lower half and the inverter cover was melted. All affected components were replaced and the programmer passed all functional incoming tests. Laboratory analysis confirmed reported allegation. The manufacture date for this product is july 28, 2006.

Event description:
Boston scientific received information that this programmer displayed black screen at power up. This programmer will be returned for repair. There was no patient involvement reported.